Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp)on 8-nov-2016 reported there was a lack of electrical connection to 3 of the contacts in the thoracic epidural neuroelectrodes and inability to regain stimulation paresthesia in the bilateral areas below the knees. The leads and extension were revised due to these issues.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3487a-56, product type: lead. Product ID: 3487a-56, product type: lead. The extension (B)(4) was returned and analysis found the #2 conductor to be broken 2.8 cm from the proximal end. The first lead (model # 3487a-56) was returned and analysis found the #1 conductor to be broken just under the #1 connector weld site, 55.0 cm from the distal end. The second lead (model # 3487a-56) was returned and analysis found the #2 conductor to be broken just under the #2 connector weld site, 55.4 cm from the distal end.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. The leads and extension were returned with no complaint. No device issues were alleged regarding this event. It was noted that there was no patient injury and the patient recovered without sequela. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.